Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to charge their implant on tuesday and it took them 3 hours to charge from 30-40% to 100%. Patient charges until they hear charge complete tones and understood that charging slows down as they approach 100%. Agent reviewed charging duration can vary depending on multiple factors. Reviewed how to view charging speed and charge quality. Patient confirmed charging speed was set to 4 (fastest) and at the time of the call were getting "good" charging quality. When patient moved the recharger down they were able to achieve "excellent" charging quality. Discussed how this impacts charging duration. Patient also mentioned they charge once every 23 days. Suggested patient consider charging the implantable neurostimulator (ins) more frequently like once weekly as this should reduce charge duration and patient confirmed they plan to do so and will also monitor charge quality more carefully. Patient also shared that they could feel a tingling sensation in their skin like electric waves going in it and after they took it off, they would have a red spot like it was getting warmer. Patient was not placing the recharger over bare skin and had it against a shirt. Recommended patient discuss these symptoms with managing physician. Patient shared that they had just had a virtual appointment with managing physician and they shared charging concerns and the physician directed patient to work with manufacturing rep.